Manufacturer narrative:
The device intended for use for treatment was returned for evaluation. Nothing was identified visually that contributed to the problem. A functional evaluation was performed and the reported problem was confirmed. The gears will not move by hand. The handpiece characterization test (this test determines the allowed amount of torque for proper motor function) was ran, where a t1 torque value was greater than the acceptable threshold (t1 = 98). The handpiece was then sterilized and cooled for 24 hours. The gears still did not move by hand. The handpiece characterization test was run for a second time, where the t1 torque value was, again, over the acceptable threshold (t1 = 98). The snap-lock was then removed to isolate the motor, where the motor would not move. This confirms the motor failure. The functional evaluation did not identify any additional non-conformances. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "jamming / seizing" identified similar events. The most likely cause of this event is the mechanical failure of the motor. Further investigation into the reported failure is being conducted to determine if additional actions are required.

Event description:
It was reported that during preventive maintenance handpiece will not operate during handpiece test. And gears cannot be moved. No patient involved.